Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture on right side, diagnosed during explant. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture on right side, diagnosed during explant. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification) and missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: red particles observed on the surface of the shell. Crease fold observed. Wear abrasion observed. Stress marks observed.